Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump lost power while running. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Multiple power lost while pump was on messages were found in the pump's event history logs. Visual and functional testing were performed. The reported issue could not be duplicated; however, the microprocessor unit board was replaced as preventative measure.